Manufacturer narrative:
The complaint component was not returned by the customer therefore no product analysis could be performed. If the complaint component is returned at a later date, then the product investigation can be re-opened to perform the analysis. A review of the ams 800 hazard analysis ((B)(4)) was completed. Minimal procedure delay is included as a hazard, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, ams 800 male_us (92116951), there is no evidence that the device was used or handled improperly. The ship history was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of the component. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container (B)(4) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that an artificial urinary sphincter (aus) cuff was opened incorrectly and not implanted. A patient outcome was not reported.